Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was later exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown. Reportedly "we elected to exchange without rotation as the lens was notably too small. Low vault and central port was grossly decentered." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).